Manufacturer narrative:
B2 - outcomes attrib to adv event: updated. D4 - lot number: updated. G1 - manufacturing site: updated. H1 - type of reportable event: updated. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that device became stuck, and perforation occurred. The target lesion was located in the calcified right coronary artery. A 1.50 mm rotapro was selected for use. During the procedure, after the second to third pass, the burr became stuck. The device was successfully removed. After removal, the patient was presented with a minimal perforation via angiography and patient pressure also dropped. An echocardiogram was performed showing no infusion at the time. The physician then placed a covered stent to cover the perforation. The patient was admitted for further observation and was expected to fully recover. The procedure was completed using original method or device. It was further reported that the target lesion was mildly tortuous and severely calcified. Furthermore, the patient was transferred to the ICU for further care, however the patient died.

Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that device became stuck, and perforation occurred. The target lesion was located in the calcified right coronary artery. A 1.50 mm rotapro was selected for use. During the procedure, after the second to third pass, the burr became stuck. The device was successfully removed. After removal, the patient was presented with a minimal perforation via angiography and patient pressure also dropped. An echocardiogram was performed showing no infusion at the time. The physician then placed a covered stent to cover the perforation. The patient was admitted for further observation and was expected to fully recover. The procedure was completed using original method or device.

Event description:
It was reported that device became stuck, and perforation occurred. The target lesion was located in the calcified right coronary artery. A 1.50 mm rotapro was selected for use. During the procedure, after the second to third pass, the burr became stuck. The device was successfully removed. After removal, the patient was presented with a minimal perforation via angiography and patient pressure also dropped. An echocardiogram was performed showing no infusion at the time. The physician then placed a covered stent to cover the perforation. The patient was admitted for further observation and was expected to fully recover. The procedure was completed using original method or device. It was further reported that the target lesion was mildly tortuous and severely calcified. Furthermore, the patient was transferred to the ICU for further care, however the patient died.

Manufacturer narrative:
H6 - device codes: updated. B2 - outcomes attrib to adv event: updated. D4 - lot number: updated. G1 - manufacturing site: updated. H1 - type of reportable event: updated. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.